Event description:
Customer stated that she has not had much luck with the sensors. The sensors are painful to insert using the serter. Customer also reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 550 mg/dl. Customer did not feel well. Hospital treated with IV fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch device report: 3004209178-2014-86628.